Manufacturer narrative:
**UDI related data quality updates only** . This report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported during a watchman left atrial appendage closure (laac) procedure, versacross connect laac access solution kit was selected for use. It has been mentioned that the mechanical j guidewire was 'caught' and wouldn't release from dilator when trying to remove the j guidewire to insert the rf pigtail wire. Hence, both the dilator and guidewire were removed together. It was fully retrieved. It stayed in one piece. The procedure was completed successfully, by exchanging for the pigtail rf wire and no patient complications occurred. The device is not expected to be returned for analysis as it was disposed.

Event description:
It was reported during a watchman left atrial appendage closure (laac) procedure, versacross connect laac access solution kit was selected for use. It has been mentioned that the mechanical j guidewire was 'caught' and wouldn't release from dilator when trying to remove the j guidewire to insert the rf pigtail wire. Hence, both the dilator and guidewire were removed together. It was fully retrieved. It stayed in one piece. The procedure was completed successfully, by exchanging for the pigtail rf wire and no patient complications occurred. The device is not expected to be returned for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.